Manufacturer narrative:
F2203, imaging required. Device evaluation: visual analysis of the returned device identified, opening, weight to the spec, crease fold. A microscopic analysis was performed which identify, crease sharp, stress mark, wear abrasion. Based on the device analysis, the final assessment is: a crease sharp in the posterior side assessed, as fold flaw opening.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.